Manufacturer narrative:
A replacement purely yours pump was sent to customer on (B)(6) 2014 with instructions to send back the purely yours pump that she had been using to ameda for investigation. A (B)(6) return label was provided for return shipment. As of this date, the product has not been returned to ameda, inc.

Event description:
As part of ameda, inc.'s quality mgmt system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc on (B)(6) 2014 to report low suction and decreased milk output when she uses the purely yours breast pump. Customer states pump does not empty the breast. Customer reports right breast mastitis occurred 3 times in 7 wks. Customer exclusively uses the purely yours pump to express her milk on the right breast due to baby's inability to latch properly to this breast. Customer is being treated with antibiotics for infection. She uses other interventions to further drain milk properly from affected breast.